Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on the wrong vlan. A field service engineer contacted the customer and the hospital's information technology department. The system functioned as intended after the hospital's information technology resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had communication issues. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.